Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicates packs were manufactured and accepted into final stock with no relevant reported discrepancies. Lot bfy021 is comprised of a powder batch and liquid batch which were also reviewed and no discrepancies noted. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon used nrg tkr in a patient and informed that our antibiotic simplex bone cement 40gms set in 7 minutes. Usually he uses one packet of cement but as the cement set in 7 minutes from mixing time by the time he applied to patellar component it solidified and had to open a new patella and one more cement packet. This time as he had to only cement the patellar component the cement could be used but the new cement also set in 7 minutes. He told me that lately the working time has reduced from 12 to 9 minutes.

Event description:
Surgeon used nrg tkr in a patient and informed that our antibiotic simplex bone cement 40gms set in 7 minutes. Usually he uses one packet of cement but as the cement set in 7 minutes from mixing time by the time he applied to patellar component it solidified and had to open a new patella and one more cement packet. This time as he had to only cement the patellar component the cement could be used but the new cement also set in 7 minutes. He told me that lately the working time has reduced from 12 to 9 minutes.

Manufacturer narrative:
Additional info: product available to stryker, returned to manufacturer on; device evaluated by mfg. An event regarding setting time involving simplex cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on three retain and three returned samples of the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: bmr review indicated that all ten packs were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. The other event relates to the same patient and is within this pi. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain and returned samples were tested and show that all required specifications are met. The mixing characteristics and working properties of simplex abc bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the samples tested it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.